Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The battery cap contact measurements were within specifications. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly, and no power interruptions occurred during the investigations. The alleged "intermittent power¿ issue was unable to be duplicated during testing. The pump cover was removed, and no intermittent conditions were found to the power printed circuit board.